Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided once the results have been analyzed.

Event description:
Name of procedure being performed: lap. Chole. Detailed description of event: rep. Wasn't present for the case. Limited information is available at the time of reporting. Stated that a bag fragmented 2 weeks ago in case and that the piece of the bag was retrieved from the patient's abdomen. The bag didn't break and the rep. Noted that the doctor stated there is a possible extra piece in the bag seam. Patient status: no patient injury occurred. Type of intervention continued to use the cd001 until the case was completed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: lap. Chole. Detailed description of event: rep. Wasn't present for the case. Limited information is available at the time of reporting. Stated that around 2 weeks ago in a case, a fragment of the plastic piece from the bag seam was retrieved from the patient's abdomen as the case was about to be completed. The specimen remained in the bag, and per rep., only some bile leaked out. Rep. Stated there was no patient injury and the product return status is unknown at this time. Additional information was received from applied medical account manager, via e-mail on january 28th, 2020: "I spoke with dr. [Name] yesterday along with two other applied managers and he said he forwarded the email form you to their risk management department. I am not sure if anyone will respond or not but he said he will not be answering any more questions. We requested a piece that was sent to pathology and the pathology notes but not sure they even have that information for us. I just wanted to let you know what was going on. Thanks so much [name]" patient status: no patient injury occurred. Type of intervention continued to use the cd001 until the case was completed.